Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump alarmed with a motor error. The patient's blood glucose at the time of incident was 102 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the pump twice. The displacement test and manual prime were also successful. The call ended and that troubleshooting session appeared to pass. However, the customer called back five hours later to report that the motor error recurred while he was adjusting his pump settings. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test and a21 error test due to motor error alarms. All operating currents tested within the specification range and passed off no power test. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump has cracked battery tube thread, cracked reservoir tube lip and cracked reservoir tube noted.